Event description:
The customer reported zipper damage to one of the side panels. The damage was discovered during set-up in the warehouse. There was no pt involvement. Eval of the returned product found that the window zipper slider body was open.

Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper slider body on the panel side a window was open. On the side b window, there was a one inch broken thread on the zipper stitches. Inspection found no broken zipper teeth. (B)(4).